Manufacturer narrative:
The sample is not expected to be returned. Additionally the lot # associated to the device was not made available. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report. Information has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that a ballard catheter would not fit into the tube suggesting a problem with the dimension/diameter of the tube. The caller reported that the tube was only in use two days. The caller reported that extubation and recannulation of a replacement tube was required.